Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. In this case, it is likely a cuff miss occurred due to an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 device available for evaluation updated from yes to no. H6 medical device problem code updated from 2524/knot to 1142/needle to cuff miss.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated. Medsun report attached: (B)(4).

Event description:
User facility medsun # (B)(4) was received, stating: the sutures failed to make the cinch knot and could not achieve hemostasis. Device did not function as intended.